Event description:
It was reported that the leads had fractured a couple of months prior to report and there was a shocking or jolting sensation. As a result, the implantable neurostimulator (ins) was turned off. The patient had a surgery scheduled for (B)(6) 2014 to have the whole thing replaced. The patient had called to discuss lead options (head/neck and back). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v007224, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID 37742 lot#, (B)(4) implanted: explanted: product type programmer, (B)(6) lot# v007224, (B)(4) implanted: (B)(6)2006, explanted: (B)(6)2014, product type lead product ID 3708340 lot# (B)(4) implanted: (B)(6)2006, explanted: (B)(6)2014, product type extension product ID 3708340 lot#, (B)(4) implanted: (B)(6)2006, explanted: (B)(6)2014, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-17 the patient reported that she felt shocking and there was a lead malfunction. The patient reported that the leads and neurostimulator were replaced in (B)(6) 2014. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37742, serial (B)(4), product type: programmer, patient. Product ID: 3998, lot# v007224, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead product ID: 3708340, serial (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 3708340, serial (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in october, the patient had to have the whole system taken out and then put back in. The system had to be replaced because one of the leads frayed and ¿electrocuted¿ the patient in the leg. The patient had purple spots on their leg from being electrocuted.